Manufacturer narrative:
The tech found the bushings were worn inside the brake block. He replaced the worn bushings to repair the bed.

Event description:
Info received indicates, when the brakes were set, the caster wheels would still roll.